Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to potential high impedance within the battery. Device replacement was recommended. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported. Additional information was received indicating that this pacemaker was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to potential high impedance within the battery. Device replacement was recommended. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.